Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: during investigation, there was moisture observed in the battery compartment. A leak test failed due to battery compartment leak. The pump was opened and there was moisture damage found on the continuous glucose monitor board, printed circuit board and piezo. The download failed due to moisture. Unrelated to the original complaint, the battery compartment was observed to be cracked.